Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 5.0-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, the balloon ruptured after several inflations at 18 atmospheres for 30 seconds. The device was removed and the procedure was completed. There were no patient complications and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 5.0-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, the balloon ruptured after several inflations at 18 atmospheres for 30 seconds. The device was removed and the procedure was completed. There were no patient complications and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR. : symmetry sv/5.0-4/4t/90 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 1mm proximal of the distal balloon to tip bond. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no damage or issues with the shaft of the device. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident.